Event description:
It was reported that the spring wire guide (swg) sheared while the physician was inserting the line. There was a short delay in treatment, no pt death and no pt complications reported. Additional info received on 08/09/2010 from the distributor stated that the contact at the hospital has not gotten back to him, however, he was previously told that during central line placement, the swg shredded, but they were able to remove the swg in its' entirety.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.